Event description:
It was reported that the patient went to the emergency room due to pacemaker dependence, and having experienced weakness and dizziness. It was noted that the atrial and rv (right ventricular) leads had been switched in the header at some point in the past. Consequently the device had been programmed aai to pace the ventricle, but due to the device later reaching eri (elective replacement indicator) the mode switched to vvi which paced the atrium. During the device changeout, the lead serial numbers were read off, the leads were inserted correctly into the new device, and they remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 ipg, implanted: (B)(6) 2009. (B)(4).